Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in tubing or chamber and airway from device and also alleged of headache. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged visualization of particles and headache. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found contamination consistent with keratin contamination and/or other bio-contamination on the air inlet and blower seal. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed the presence of keratin and/or other bio-contamination inconsistent with the device.